Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) reported receiving eighteen shocks for ventricular tachycardia (vt) and ventricular fibrillation (vf). In addition, the patient reported at the time of the onset of the ventricular arrhythmias, they had consumed a laxative and were dehydrated. Upon review, the patient experienced sixteen non-sustained ventricular episodes and eighteen separate stored episodes of ventricular fibrillation (vf) with shock therapy delivered, successfully terminating the arrhythmia without therapy exhaustion during each stored vf episode. Subsequently, the patient was admitted to the hospital and scheduled for a follow up appointment with their electrophysiologist. The device remains in service at this time. No additional adverse patient effects were reported.